Event description:
Further information was received indicating that the patient¿s heart rate dropped at 10pm-midnight and more often through the night. The event did not happen at daytime. The patient underwent ECG monitoring during daytime.

Event description:
It was reported that the vns patient had presented a drop of his heart rate to 60bpm. This was observed with an oximeter at home by the patient¿s mother. It was reported that the event occurred at night for two nights. No side effects were noted during the implant surgery. No known interventions have occurred to date. Attempts for additional relevant information have been unsuccessful to date.